Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging seen powder on the filters and having nerve issue and to be put on additional nerve meds and having respiratory issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging seen powder on the filters and having nerve issue and to be put on additional nerve meds and having respiratory issue. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a foreign white substance was found on the outside of the blower box inlet port where a filter would normally be located. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes there was evidence of contamination white substance was found on the outside of the blower box inlet port. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only. There was no report of serious patient harm or injury. Section b1, b2, d9, g3, h1 and h6 has been updated in this report.